Manufacturer narrative:
Additional information: b5. B7, h2, h11. B5: upon follow-up, additional information was received. The reporter stated that the patient was discharged from the hospital after 23 days. Vancomycin and ceftazidime was stopped. The retraining for break in aseptic technique was done. The pd catheter was removed and patient shifted to hemodialysis (hd). Currently, hd is ongoing. At the time of this report the patient had not recovered from the events. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The patient was hospitalized a day before the diagnosis of peritonitis. The same day as the event onset, the patient was treated with vancomycin injection (1 gm, intraperitoneal, every 7 days, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. It was reported that retraining on proper aseptic technique was pending for the patient. Pd therapy was ongoing. No additional information is available.